Event description:
The customer reported that the waste container for the act diff 2 hematology analyzer overflowed approximately 100 ml of potentially biohazardous waste onto the lab floor. The customer noted that the waste container had electrical tape on the waste tube feeding into the container and that the instrument waste sensor was disabled. The customer was wearing proper personal protective equipment (lab coat, gloves, and safety glasses). There was no exposure of potential biohazard to mucous membrane or open skin wounds and the customer did not seek medical attention. The customer had a risk management plan in place at the facility.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. The field service engineer sent a new waste tube assembly with sensor to the customer to replace the one that was disabled. The root cause is a broken waste tube and sensor.